Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection reported no defects. The functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship with the reported event. The root cause was determined as a vacuum pump failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys touch can not generate and control negative pressure due to motor is defective. No case involved.